Manufacturer narrative:
Attempts were made to obtain additional information, however were unsuccessful. The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was noted to have sepsis. There were no additional adverse effects reported. Lead remains in service.